Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the right ventricular (rv) lead channel, which led to pacing inhibition with asystole. Technical services (ts) was consulted and upon review electromagnetic interference (emi) was suspected to be the cause of the noise, since all system measurements were within range. No adverse patient effects were reported. This system remains in service.